Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that due to damage to the forceps channel, the forceps could not be inserted smoothly, and the image guide snake tube exhibited stickiness. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.